Manufacturer narrative:
Although expected, the suspect device has not yet been received for evaluation; therefore, a failure analysis is not available. At this time we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific that a sensation short throw snare was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, a human hair was observed in the sealed sterile pouch with the device while preparing for the procedure. There were no other reported issues with the device packaging and no visible damage noted to the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found a hair inside the sealed package. The investigation confirmed the presence of a hair inside the pouch; the most probable root cause for this event is manufacturing. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific that a sensation short throw snare was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, a human hair was observed in the sealed sterile pouch with the device while preparing for the procedure. There were no other reported issues with the device packaging and no visible damage noted to the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.